Event description:
The customer reported speaker mx550 monitor defective. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer reported speaker mx550 monitor defective. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote support engineer (rse) spoke by telephone support to the customer, who requested parts support for the device. The customer was sent a flex mainboard to resolve the speaker issue as reported. The device remains at the customer site.

Event description:
The customer reported speaker mx550 monitor defective. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote support engineer (rse) spoke by telephone support to the customer, who requested parts support for the device. The customer was sent a flex mainboard to resolve the speaker issue as reported. The device remains at the customer site.